Event description:
A customer reported a cryocyte freezing container that was observed to be broken during thawing. The customer did not describe the nature of the break. The contents of the bag were not infused into the pt. The pt had other cells available and no adverse event related to the break was reported. The bag contained 55 ml of autologous hpc-a cell. The bag was stored for approximately 2.5 months in liquid nitrogen vapor phase. The donor tube had two heat seals approximately one half inch apart, and the donor tube extended approximately even with the yellow ports. A freezing press and controlled rate freezer were used. The bag was stored in a metal cassette just larger than the bag. An overwrap was not used. Prior to thawing, the cassettes were shipped about a mile via van from the processing facility to the hospital in a dry shipper packed with drapettes and a cryoguard. According to the processing facility, at the hospital the frozen bag was removed from the cassette for inspection three times: at receiving, before taking it to the pt's room, and then again in the pt's room.

Manufacturer narrative:
The processing facility stated they were unaware of any damage, deviations from standard procedure, or recent changes that may have contributed to the break. The bag is available for evaluation at the hospital. A photo provided by the customer was very unclear as to the origin of the leak. The photo does show, however, an obvious outer plastic bag or over-wrap, which the processing facility stated was not used during freezing or storage. The photo shows that the label pocket was used. The donor tube stub could not be seen between the 2 yellow d-ring caps, so the leak could have been at the donor tube on this sample. The conclusion of the evaluation is that the cryocyte bag and its ports are very fragile when frozen and must be handled with extreme caution. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure and no issues were noted during the manufacturing time period. Cryocte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.